Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that they were having trouble with their stimulator. They were no longer seeing their previous healthcare provider (hcp) because they had moved. A physician listing was sent to the patient. It was noted they were having trouble about two months prior to the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.